Event description:
Pt had the essure procedure in (B)(6) 2012. During the procedure, the physician used three essure devices to achieve placement. In (B)(6) 2013, physician performed an hsg review to confirm location of the devices. Hsg showed correct position of the devices in the right and left fallopian tube. Physician also located the third device in pt's abdominal area. On (B)(6) 2013, the physician removed the third device from the abdominal area. During the procedure, the physician also removed the right fallopian tube and right device due to a perforation. Physician also noted at time of removal, the pt has a small fibroid near the area of the essure device. Physician states the fibroid may have been a contributing factor causing irritation. After surgery, pt's pain has subsided and is better.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.